Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard had stops working. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the keyboard failed to function. The customer had also stated that a field technician had adjusted, but the machine had still not functioned properly, and rebooting had helped restore the keyboard's functionality. The technical support specialist (tss) had made three follow-ups to obtain a status, but there was no response from the customer's end and tss had decided to close the case.